Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose level. Customer¿s blood glucose level was 600 mg/dl at the time of incident. Customer also tested positive for covid19 which was ended 2 to 3 weeks ago. Customer was using insulin pump system within 48 hours of reported event. Customer was using auto mode of insulin pump. Customer was treated with manual shots. Customer did not allege that the insulin pump was under delivering. Customer was assisted with troubleshooting and there were no leaks and air bubbles. The insulin pump will not be returned for analysis.